Manufacturer narrative:
A manufacturer went to the site to test the navigation system. It was reported that the system kept freezing to resolve the issue the computer was replaced. A full system checkout was performed after the part was replaced and all tests passed. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure during a system checkout the navigation system kept freezing. There was no patient present at the time of the event.